Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Patient could only confirm the issue began in 2018. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulator was dead. The patient said the ins will not charge. The ins ran down and the patient was not able to get it charged. The patient described seeing the reposition antenna screen on the recharger. The patient said the battery was starting to get to where it runs down pretty fast and does not last long. This issue started about a month ago. The last successful recharge was 2-3 weeks ago (B)(6) 2018. The implant was unable to communicate with an external device. The patient was in a lot of pain. The pain started longer than a week ago. He could not lay down at night because it hurts so badly. The patient said he is miserable. The patient said he has been in pain for a long time, but the device helps him. The patient¿s lower back hurts all the time and takes pain pills for the pain. The patient said when he feels pain coming from his butt and it goes down his legs that he uses the ins. After a while, the ins eases the pain. No further complications were reported.